Event description:
It was reported that during the pretest, water could not be drained at all from the foley catheter. No water could be drained with the syringe. Medicon syringe used to drain the water.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. CAPA 11881143 was initiated to address the reported event. Received (4) photo samples. First photo sample shows top view of catheter with syringe. Second photo sample zooms in on end of catheter with deflated balloon. Third photo sample shows inflation valve cap. The fourth photo shows the product packaging with the product information. Visual: received 1 all silicone foley catheter with sample port connector and syringe. Visually inspected catheter and no physical defects were present. Inflated the balloon with the returned syringe and 10 ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), and inflated entirely, there was some resistance noted, catheter rested with no leaks. Using the return syringe, attempt to deflate the balloon and difficultly was observed. The balloon was dissected, and the inflation notch was perforated (0.025" pin was able to go through). The shaft was cut very close to the funnel and observed obstruction of the inflation lumen at the trifurcation site. Pin gauge (0.013mm) inserted into inflation lumen. Pin gauge stops before obstruction of lumen. This is out of specification per inspection procedure which states, "the transition between the tube and the funnel must be smooth and fully adhered to the tube". This specific complaint allegation was part of a broader investigation captured in CAPA 11881143. The scope of CAPA 11881143 is applicable for this product lot number. Therefore, DHR and labeling review was not required. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pretest, water could not be drained at all from the foley catheter. No water could be drained with the syringe. Medicon syringe used to drain the water.